Manufacturer narrative:
Despite multiple attempts, the manufacturer was unable to follow up to determine the details of this event. As the device was not received for analysis, and limited information was available, the device could not be investigated and the root cause of the event cannot be determined. According to the event information available, the device in question was said to be "wasted". As such, there is no indication of patient involvement, and further investigation is not warranted based on the available information. Should further information become available at a later date, appropriate investigative actions will be taken.

Manufacturer narrative:
This event is being reported in a conservative manner due to limited information known to date. The manufacturer is in the process of following up with the physician to determine further details on the event. Not yet determined if device available.

Event description:
On september 14, 2017 the manufacturer was notified through patient tracking of a carbomedics reduced aortic valve that was 'wasted' on (B)(6) 2017 and a replacement aortic root was performed.